Manufacturer narrative:
The reported meter and strips were returned and investigated and no new issues were observed upon visual inspection. Meter powered on with button depression and with insertion of strips. Did not observe meter showing an error message upon strip insertion. All results were within range specification and no errors were observed during control solution testing. No malfunction or product deficiency was identified.

Event description:
A husband reported that his wife's adc blood glucose meter gave an error message after sample application, preventing her from obtaining a reading. The customer was unable to walk or talk, and screaming for help, so the husband called the paramedics. A reading of 54 mg/dl was received on their hcp meter upon arrival. The customer was diagnosed with hypoglycemia and administered "one bag of sugar" intravenously as treatment prior to transport to the hospital. The customer was discharged after hours and no further treatment or intervention was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A husband reported that his wife's adc blood glucose meter gave an error message after sample application, preventing her from obtaining a reading. The customer was unable to walk or talk, and screaming for help, so the husband called the paramedics. A reading of 54 mg/dl was received on their hcp meter upon arrival. The customer was diagnosed with hypoglycemia and administered "one bag of sugar" intravenously as treatment prior to transport to the hospital. The customer was discharged after hours and no further treatment or intervention was reported. There was no report of death or permanent impairment associated with this event.